Manufacturer narrative:
(B)(4). During investigation by baxter, this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. A batch review and sample evaluation will not be conducted. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). This complaint was for a report of a connection issue. During troubleshooting of a check supply line alarm, patient noticed that the supply bag was not completely spiked. This complaint was not confirmed due to a lack of sample. Per the complaint information the cause of the complaint is user error - incomplete connection. This review found the labeling adequate for the use error in the complaint. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
During troubleshooting for a related report, the home patient (hp) stated the spike was not all the way in the bag. The technical service representative (tsr) had the hp push the spike in and connect for therapy. Product surveillance contacted the hp regarding the reported problem. The hp stated they successfully continued therapy. No injury or medical intervention occurred as a result of this incident.